Manufacturer narrative:
Serviced by distributor. Ac distributor panel.

Event description:
The international customer reported during checkout of the device there was a spark from the power cord and it was damaged. As the device was not in use there was no pt involvement or harm. The distributor replaced the ac distributor panel and power cord to address the reported problem.